Manufacturer narrative:
If explanted; give date: not applicable as the lens remains implanted. However, explant is planned at a future date. Other: the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was bothered by glare, halos, and streaks of light that get worst at night. After eight (8) months, the patient has not adapted to the implanted lens. Patient wants the lens removed. At this time, the lens remains implanted. The patient's visual acuity pre-op (pre-initial implant) was 20/40 (-4.25 -0.50) and visual acuity post-op (post-initial implant) was 20/20 (p1 -1.0 x 4.0). Patient was scheduled for explant (B)(6) 2018; however, the patient has decided to postpone the surgery at this time. Doctor commented that he will be using a tecnis toric iol as replacement if technically possible. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: based on new information received on october 14, 2018, patient was very happy with the outcome. There was incision enlarged to remove the lens, but there were no sutures and there were no vitrectomy required. Removed lens was not available for return. Patient's visual acuity pre-operative: 20/40. Patient''s visual acuity post-operative: 20/20. Correction: if explanted; give date: (B)(6) 2018 (initial medical device report (MDR) indicated planned explant on (B)(6) 2018, but new information confirmed explant date on (B)(6) 2018) patient code 3191 - update planned explant to explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.